Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the pacemaker implant procedure, the physician had difficulty positioning the atrial lead. The lead was extracted and retracted, and at some point, the stylet was no longer able to enter through the lumen of the lead. It was suspected that the difficulty to insert the stylet may be due to accumulation of tissue due to repeated attempts to position the lead. A different lead was then used to complete the procedure and the patient was later discharged.